Event description:
It was reported that a new ilet user experienced low blood glucose while using the pump, sought guidance about overnight use, and had announced a meal during a low glucose episode; the user was instructed to keep the pump on and to treat the low with small amounts of oral sugar every 15 minutes. Symptoms included hypoglycemia with a nadir of 59 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact, and the glucose level improved to 111 mg/dl by the end of the interaction. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to announcing a meal during hypoglycemia consistent with insufficient treatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.